Manufacturer narrative:
The customer stated that calibration and qc results have been acceptable. The investigation determined that based on the provided qc data, there was no indication for a performance issue with the instrument or the reagent. The field engineering specialist replaced the measuring cells. He replaced the pinch valve tubing. He cleaned the flow path. He replaced the pinch valves. He replaced the sipper nozzle and adjusted the sipper alignment. The field engineering specialist was unable to determine a root cause. The analyzer alarm history contained no conspicuous events. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable elecsys cortisol ii results for 6 patients tested on a cobas 8000 e 801 module. From the data provided, 2 patients had discrepant results. For patient ID (B)(6): the initial cortisol result was 63.4 ug/dl with a data flag. The repeat result from the same analyzer was 27.5 ug/dl. For patient ID (B)(6): the initial cortisol result was 63.4 ug/dl with a data flag. The repeat result from the same analyzer was 23.7 ug/dl. The patient is a (B)(6) year-old female with a date of birth of (B)(6). The repeat results for both patients were deemed to be correct. The cortisol reagent lot was 376650 with an expiration date of 31-dec-2019

Manufacturer narrative:
Upon further investigation, it was determined that the field engineering specialist service activities resolved the issue. The issue was resolved by replacing the measuring cell and pinch valve tubing. The analyzer alarm history did contain sample short and sample clot detection alarms.